Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with troubleshooting and recommended the use of proper ppe before troubleshooting. Cts asked customer to check the tightness of their reagent syringe barrel. The customer reran controls and stated the system was working fine. However, the issue was not resolved. A field service engineer (fse) was dispatched and found fluid in probe drip reservoir. Fse was unable to reproduce leak and replaced the probe vacuum valve and checked the reagent delivery.

Event description:
A customer contacted beckman coulter inc. (Bci) stating both their reagent probes appeared to be leaking. The customer also stated that qc results for some analytes were running low. No injury was reported and medical attention was not needed.